Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges that patient experienced pain and discomfort in hip. It became increasingly pain to walk, move their legs, and to rise from a seated position. Update: 11/15/2012; pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Updated ad 30 may; (B)(4), has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges loosening of cup and infection. There is no revision notes provided. It was indicated in the ppf that the plaintiff had a first revision in the left hip on (B)(6) 2015. Updated date of revision. Added cup, hole eliminator, sleeve and stem due to alleged infection. Doi: (B)(6) 2005; dor: (B)(6) 2015; (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.